Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that three days prior to this report an ambulance came, she was getting ¿juiced.¿ it felt like the patient was getting electrocuted. The device was at 4.80v. The patient has been in a lot of pain, so she was on a high setting. Overstimulation was reported. If the patient tilts her head back it makes her stimulation go really high, this has occurred since implant. The patient thought the stimulation was going on ¿over drive¿ for too long and caused this. There were no falls or trauma that could be related to this issue. The ambulance driver called the device manufacturer and they walked him through how to turn the stimulation off, this resolved the issue. The patient had residual effect for a while. The patient did lower the stimulation and turned it back on the day prior to this report and it was fine. It was noted that the patient wanted to talk to a company representative (rep). The indication for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.